Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the leaf spring is broken. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surfaces are homogenous what indicates material conformity as well. The investigation was unable to determine the exact cause of for these breakages. The complaint condition is likely the result of continuous tension which these leaf springs are subjected to.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 10-20 minutes. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.